Event description:
It was reported that signal loss over one hour occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. The date of event is an approximation. On the same day, it was reported that the patient experienced signal loss, after which they experienced a hyperglycemic event. The day of the event the patient started a new sensor and at midnight the patient had the patient experienced signal loss. At 03:00am, the patient experienced stomachache. The patient tried to insert a new sensor and was still getting the signal loss. At 08:00am the patient experienced vomiting and ¿diabetic ketoacidosis¿. When the patient took a fingerstick the blood glucose reading was around 500 mg/d. An ambulance was called, and the patient was treated by the paramedics with zofran. When a fingerstick was taken by the paramedics the blood glucose reading was 600 mg/dl. The patient was brought to the hospital where they arrived around 08:40am. The patient was given intravenous insulin and treatment with zofran was continued. When a fingerstick was taken at an unknown point after treatment the blood glucose reading was 300 mg/dl. The patient was discharged after 3 days. When the patient left the hospital the blood glucose reading was 150 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.